Event description:
Healthcare professional reported deflation against right side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: opening, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior and delamination partial in the diaphragm valve. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported deflation against right side device. The device has been explanted.